Event description:
It was reported that the subject device had e226 error, e228 error. The event had occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5 updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure error codes e226 and e228 were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30, no image, and white residues on the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the e226, e228, and b30 error codes is traced to component failure regarding the white residues on the auxiliary water channel, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had e226 error, e228 error. The event had occurred during inspection for use. There were no reports of patient harm.